Manufacturer narrative:
Device is combination product. (B)(4). Visual and microscopic examination of the returned device revealed stent damage; however, outer diameter measurements met specification. The tip bond and distal balloon bond appeared to have been stretched for 10mm and the proximal inner appeared stretched by 10mm distal from the port bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention, the stent delivery system was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Pre-dilation was performed with an unspecified balloon. The 2.50x20mm promus element coronary drug-eluting stent was advanced into the patient, but was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the stent was damaged.